Manufacturer narrative:
Evaluation summary: patient weight, build and activity level are not know. The cause of the locking screw loosening and subsequent dislocation of articular surface could not be definitively determined. No device, pre-op or post-op x-rays were returned for evaluation. The device history records indicate that the device was manufactured and packaged to specification.

Event description:
It is reported that a 23mm particular surface was implanted in 2004, during revision taka surgery. Post-op patient presented with "clunking" sound . X-ray revealed disassociated poly particular surface with locking screw floating posteriorly in the joint. Revision surgery was performed in 2006. Following astronomy, screw was retrieved and new 28mm articular surface was implanted.